Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had debris in the device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was a whitish foreign material in the instrument tube. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, water tightness was lost due to damage on the instrument tube, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the air supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the objective and light guide lenses were scratched, the light guide lens was cracked, the bending section cover adhesive was cracked, the coating of the connecting tube was peeled, the universal cord was dented and had peeled coating, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.